Manufacturer narrative:
Batch review performed on 18-jul-2024. Lot 2307537: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 18-jul-2024. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot. 2103687 lot 2103687: (B)(4) items manufactured and released on 13-jul-2021. Expiration date: 2026-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 months after primary, the patient came in reporting tightness. The surgeon revised the liner and decreased lateralization by revising the lateralized glenosphere to a standard glenosphere. The surgery was completed successfully.